Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a low anterior resection, at the 1st firing when the product was used, the jaws of the clip could not close from the middle of the procedure. The products were checked, and the jaws could not closed. The first product was loaded, its jaws could not closed. The second product was loaded, its jaws could not close, and it was confirmed that the clips fell off the jaws. The procedure was completed with another device. The part fell into the patient's cavity and was retrieved. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with five remaining clips. The second instrument was received partially applied with fifteen remaining clips. During functional evaluations, it was observed that the jaws would not close upon actuation of the handles. The instruments bodies were removed from the shafts and disassembled for visualization of internal components and revealed that the firing handle linkages were forced through the channel tube lugs, suggesting that the instruments had been fired through the safety interlocks. The instruments shafts were reassembled into an instrument body from the pmv inventory and applied to appropriate test media. Clips formed properly and remained securely fastened. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken firing linkage condition may occur under the following conditions: when the firing handle has not been allowed to fully return to the home position after forming a previous clip. A single continuous handle compression is one of two firing methods described in the information booklet which accompanies each product shipment, if the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. The IFU warns to confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handle top close the clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load, and the clip can be applied. Furthermore; if an attempt is made to forcibly fire the instrument while engaged in interlock after all the cl ips has been fired, the lugs are designed to break as noted. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.